Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of cold symptoms and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was cold symptoms. It was unknown whether the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. An outcome for the cold symptoms was not reported. An opinion of causality was not reported for the event of peritonitis. The nurse declined to provide information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12c13060 and h12b10027 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.